Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited a conductor fracture. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted dried blood in the lead lumen, melted and cut insulation, and a conductor fracture. No further functional testing was performed as the fracture was confirmed through visual inspection.